Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 3 lateral views of the lumbar spine. Image 1 shows pre-op view with mild degenerative change with misalignment of disc height. Image 2 fluoro shows l4-5 tlif. Image 3 shows compression fracture of l4 has occurred and l4 screws have penetrated into disc space. Implants have not moved.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show initial three films are preoperative showing minimal disc degeneration but severe osteoporosis. Second set shows a tlif performed at l4/5. The next set verifies a compression fracture at l4 due to the anterior column stresses placed on the osteoporotic bone the level above the construct. Surgeon then went in and extended up to l3 and augmented l3 and l4 with pmma. This represents a very osteoporotic patient with an expected complication. Severe osteoporosis is a contraindication to instrumentation.